Event description:
It was reported that during a laparoscopic sigma procedure, the device would not open so a reload could be put inside. Another same like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is anticipated, but unavailable at this time.